Manufacturer narrative:
The device and photographs were received for evaluation. The visual inspection of the two provided photos shows the head area of the product wet. A leakage test of dialysate side was performed and a leak was found. The reported condition was verified. The cause of the leak is due to a crack in the housing nearby the welding zone. The cause of the condition was determined to be a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external water leak was observed in an ultrafilter hechingen during therapy with an ak 98 machine. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.